Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. Videos/images received confirmed the description of event. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. Possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available information, is unknown as it cannot be definitively determined.

Event description:
This was an interventional case in the right posterior tibial on (B)(6) 2013. The patient was not obese and no calcification, tortuosity, or scarring were noted. Access was achieved via the left common femoral artery. The case was completed without incident. Hours after the case, leg was observed cold. Aspiration of thrombotic material was performed with stent placement. The patient was discharged on (B)(6) 2013 and recovered without further sequelae.